Manufacturer narrative:
The product is not expected to be returned for investigation as the patient is unwilling to return it. The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to provide an alarm.